Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the suture was used on the conjunctiva. The patient experienced continuation of postoperative inflammation, redness and swelling. The patient was treated with topical steriod. Currently, the patient's condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent an eye surgical procedure on (B)(6) 2011 and suture was used. The patient experienced inflammation. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. Results (B)(4): inconclusive - the returned pack was found to be severely damaged and had been crushed. A staple had been inserted through the cavity of the pack. The integrity of the pack had been compromised. It was therefore not possible to conduct any testing on this pack. Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.